Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 74 mg/dl, 113 mg/dl. Tests were done 5 minutes apart with a difference of 35 mg/dl. Patient did not experience any adverse events. No further information has been reported.